Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays immediately after the procedure to confirm device placement, inadequate fixation, and implanting a damaged stimulator have been ruled out as potential causes. The clinical representative confirmed the patient did not engage in any physical activity or experience any falls. However, the implanting clinician sutured the coil too superficially, contributing to the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to incorrect surgical technique as the implanting clinician sutured the coil too superficially (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion. A revision procedure was performed on (B)(6) 2023 ,where the implanting clinician ensured the end of the lead was pointing down and sutured the coil deeper into the fascia. The patient is currently doing great and no further issues have been reported.